Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit was not working properly. It was indicated that it resulted in the delay of the procedure.

Manufacturer narrative:
Evaluation summary: one sample was received for evaluation. It was cleaned and sterilized. The investigation confirmed the report which was isolated to the incorrect position of the hypertonic connector. A damaged front bezel and broken battery housing. The battery housing and front bezel has been replaced. The hypertronic connector has been rotated to the correct position. The unit passed all functional and safety requirements. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.